Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
Related to MFR #: 2183959-2012-03268 and 2183959-2012-03266. It was reported that on (B)(6) 2009 a (B)(6) woman had an elevate posterior device implanted to treat for a history of vaginal relaxation and stress urinary incontinence. Operative findings included a third degree cystocele, rectocele and enterocele. It was reported that on (B)(6) 2009 a (B)(6) woman (plaintiff) had a perigee mesh device implanted to treat a history of vaginal relaxation and stress urinary incontinence. Operative findings included a third-degree cystocele, rectocele and enterocele. The procedure included an anterior and posterior enterocele repair and a suprapubic mid-urethral sling and cystoscopy. The procedures were done without complications and ¿there was excellent anterior posterior apical support.¿ after implant, plaintiff developed chronic urinary tract infections, and other complications related to the concomitant mesh devices that required surgical intervention. It was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product.